Event description:
A report was received stating that during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
Device evaluation: a portion of the product, the luer lock with safety guard, was returned to the manufacturing facility for investigation. The needle and protective sheath were not returned; however, a glass syringe, manufactured by a separate firm, was returned with the sample. The luer lock was separated from the glass syringe and measured using a standard gauge. The examination of the returned sample revealed no visible nonconformities or manufacturing nonconformities, as all components met their allotted tolerances and measurements.